Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Based on the rate of depletion the device should be replaced within 7 days. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative was planning to discuss with the clinic nurse. The clinic nurse contacted boston scientific's technical services and was informed of the issue. Boston scientific's technical services was informed that the patient has been scheduled for device replacement. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.

Manufacturer narrative:
(B)(4). Review of the device memory confirmed that a low voltage alert (code 1003) had never been set. The pattern of steady and rapid discharge had been detected using stored data from the patient's monitoring system.

Manufacturer narrative:
(B)(4).

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Event description:
Boston scientific received information that this local representative was sending data from the device's stored memory. The data was received and was analyzed by boston scientific's in-house engineering. The in-house engineer confirmed the initial findings that this device was depleting prematurely despite have normal battery status indicators. The battery voltage was currently 2.815 volts, whereas a normal device should be at nearly 3.1 volts. At the current voltage, the in-house engineer estimated that a full energy charge would require about 30 or more seconds of time. It was expected that the device would trigger a fault code#1003 in the very near future. Based on the data available, it appeared that the device should be able to maintain normal therapy functions for 7 days time. The in-house engineer recommended that the device should be explanted and replaced.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted tool marks on the case and header. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.